Event description:
Dr performed breast enlargement using 1000cc saline implants. Dr overfilled these implants to 2000c and now one has broken. As near as rptr can tell these implants were ordered off the market by the FDA on 5/15/00. Rptr asked if this is correct. The MFR will not warranty the implants and the dr will not see rptr and takes no responsibility.